Event description:
The customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare (B) (4).